Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a patient with an unexpected outcome following an intraocular lens (iol) implant procedure. Additional information has been requested.